Manufacturer narrative:
Investigation summary: investigation into this event found the negative vitros ahbc result was inconsistent with other hepatitis marker testing. The negative results obtained on the eci were repeatable on the same sample, and on an alternate sample. Results for ahbc on an alternate method matched the expected results. Datalogger analysis indicated that the analyzer was operating as expected. The root cause of the event is unk.

Event description:
A customer observed repeatable false negative ahbc results for a pt sample on the eci analyzer. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.